Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 57264603; mod con dist stem 14 x 155 mm; cat#6276-7-014; lot#czxv502c; 19mm mod rev hip bdy/blt +10mmcomponent level 9006-1-119; cat#6276-1-119; lot#45178901; md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#59440606; md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#59761409; md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#59761409; md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#58842805. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient underwent revision of the femoral component and a orif on (B)(6) 2017. On (B)(6) 2017 after persistent pain and fever, a pji was diagnosed and an I&d was performed exchanging head and liner.